Event description:
It was reported that a user experienced bluetooth connectivity issues between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, resulting in signal loss and inability to maintain pairing; troubleshooting included instructing the user to toggle settings and to allow time for sensor reconnection. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and no need for medical care. User support included remote troubleshooting and user education regarding pairing and device settings. Investigation of this case revealed a communication interruption between the cgm and the ilet without evidence of hardware failure, consistent with transient bluetooth connectivity disruption. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction and environmental bluetooth variability.

Manufacturer narrative:
Initial.